Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.

Event description:
Customer said he removed a pod after 2.5 days because his bgs "were running between 240 and 340" for two days, and he could not get them to come down, despite repeated boluses. He said that when he filled the pod, he felt "a lot of resistance." He mentioned that he was able to activate a new pod successfully and his bg came down. No further info reported.